Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address: (B)(6). Initial reporter phone number: (B)(6). The device was not received for evaluation, however a photograph was received. The visual inspection observed that the cone of the male luer lock of the return line was cracked. The reported condition was verified. The cause was design related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient treatment in the intensive care unit, a damaged blue luer connector was observed on a prismaflex m150 set. There was no patient injury, or medical intervention associated with this event. No additional information is available.